Event description:
Subsequent to the intial MDR, additional information is required. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. In addition, an unrecoverable error was found in connection with the reported allegation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an app crash alert occurred. On the day of the event, the patient passed out and did not have any symptoms prior to passing out. The patient stated that there was no error message on the cgm and that the app just stopped working. The patient's workmate assisted the patient by providing him candy and sugar. A finger stick was taken and it was reported that the bg was 63 mg/dl. The workmate called an ambulance. There was no further information about any treatment from paramedics. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.